Event description:
Caller reported discrepant results for triage troponin (tni) tests. A male pt had cardiac markers ran on him using triage meter that resulted in tni 0.09, myo 402, and ckmb 1.90. Second method used was eci which resulted in tni 0.04. The cut off for triage meter is 0.05 and for eci is 0.04 or greater. Ran a serial draw an hour later on triage and received tni <.05, myo 367 and ckmb 1.70. Pt was admitted to the hosp. Admitting diagnosis was syncope and renal insufficiency. The next morning another draw was ran on eci and was 0.04. He took the very first sample he ran on triage meter and ran it again and received <0.05.

Manufacturer narrative:
Two edta plasma samples returned were tested on retain devices and reference (access ii) method. Both specimens tni results were <0.05 on triage cardiac devices and 0.04 and 0.03 on access. Triage results matched access results. No elevated tni was observed from in-house cal z and return specimens. Review of MFR batch record indicates no elevated tni and precision issue. Results met qc specification. Customer complaint was not confirmed. No corrective action is required as no product deficiency was established.